Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the calcified right coronary artery (rca). A liberte bare metal stent was implanted. The lesion was post dilated with a quantum maverick 12x3.25mm balloon. The balloon was inflated 3 times to 18atm. The first inflation was 30 seconds, the second inflation was 30 seconds and the third inflation was 15 seconds. On the third inflation, the balloon ruptured. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).